Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The needles did not present on deployment. Needle backdown was partially successful with two needles remaining in the barrel. The patient was taken for surgical device removal. Surgery was successful and the patient did fine. The vascular noted a large calcified plaque at the arteriotomy and noted that the needles were very difficult to remove, even with direct access. The plaque had not apppeared on pre-pvs fluoroscopy.